Manufacturer narrative:
Additional information was added to: b4, b5, section c, d4 (lot number), g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. As the issue is unconfirmed, root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Tmaik 13october2025. Please update the records as follows: customer returned (1) 31g 8mm pen needle with open teardrop label from the lot# 4247011 and (1) 31g 8mm pen needle with open teardrop label from the lot# 3066011. Complaint number: (B)(4). What is the request: update lot# from unknown to 3066011and create a new complaint for lot# 4247011 for the defect needle clog. Reason for request: received samples from customer. Awareness date: 10oct2025 for the new complaint. Additional information: n/a.

Event description:
Consumer reported finding a few pen needles that clog during injection. But worked with the 2 unit flow check. Several different lot numbers all same product description. Only has tear drop label no longer the boxes. Dc lot # 4177049 = 3 pen needles lot # 4289006 - 4 pen needles. Lot # 4287182 - 1 pen needle. Lot # 3066022 = 3 pen needles. Catalog# bd/embecta 8mm pen needles. Date of event unknown. Sample status awaiting sample. No voucher replacement. Tmaik 08september2025. Record updates attached. Please update case (B)(6). Lot number 4287182 should be 4282182. Lot number 3066022 should be changed to unknown. Consumer had a hard time reading the lot numbers from paper tab.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.